Manufacturer narrative:
(B)(4).

Event description:
It was reported that a steady increase in sensing/pacing lead impedance was observed on the rv lead. No externalized conductors were observed under fluoroscopy images, and the other parameters remained stable. The physician will implant a new defibrillation lead during a device change out procedure. The patient was in good condition.